Event description:
The pt was revised because of tibial loosening, osteolysis and wear of the insert.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the reported polyethylene wear and device loosening; however, polyethylene wear after seventeen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.